Event description:
It was reported the customer was hospitalized twice in the past week for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 580 mg/dl. The customer stated they had woken up feeling dehydrated and could not lower their blood glucose prior to being hospitalized. The customer also stated they did not have ketones as a result of their high blood glucose. Customer also stated their blood glucose was stabilized at 350 mg/dl when they were released from the hospital. It was also found the insulin pump passed troubleshooting. Customer also reported a scratched screen on their insulin pump. The customer declined to troubleshoot as they could still read the screen. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.